Manufacturer narrative:
New information was received on 2025-12-31 that the patient was a male, 31 years old with 240lbs. The hls set was primed on (B)(6) 2025 and connected to the patient on (B)(6) 2025. There were no abnormalities during priming procedure. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Event description:
The event occurred in USA during treatment. It was reported that a patient with asthma respiratory distress got onto support with a cardiohelp via fermoral-femoral cannulation. The internal pressure (pint) was reading abnormal. All other pressure readings were in a normal range. The hls cable was switched which did not solved the issue. The patient had been given heparin prior to cannulation and had an act of 378. The post oxygenator abg showed a pa02 of over 500. The hls set was replaced with a novalung. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user and the hls set was replaced, therefore a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Manufacturer narrative:
The event occurred in USA during treatment. It was reported that a patient with asthma respiratory distress got onto support with a cardiohelp via fermoral-femoral cannulation. The internal pressure (pint) was reading abnormal. All other pressure readings were in a normal range. The hls cable was switched which did not solved the issue. The patient had been given heparin prior to cannulation and had an act of 378. The post oxygenator abg showed a pa02 of over 500. The hls set was replaced with a novalung. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user and the hls set was replaced, therefore a report is required. New information was received on 2025-12-31 that the patient was a male, 31 years old with 240lbs. The hls set was primed on (B)(6) 2025 and connected to the patient on (B)(6) 2025. There were no abnormalities during priming procedure. The affected product was investigated in the getinge laboratory on 2026-03-17 with following conclusion: "the reported failure could not be confirmed. During visual inspection no abnormalities or damages were found. During functional testing the pressure readings functioned as expected. " according to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2026-03-18. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "pressure reading issues" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).